Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4): the device was returned, analyzed and analysis revealed that the device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device was at eri (elective replacement indicator). It was also reported that the device lasted less than five years. The device was removed and replaced. No patient complications have been reported as a result of this event.